Manufacturer narrative:
The information provided in this report does not constitute an admission that the device caused or contributed to the reportable event. (B)(4).

Event description:
The reported complaint received on 10-nov-2020 of "brush stuck/broken in channel" involving the pentax medical video esophagoscope model ee-1580k, serial number (B)(4). The user reported the issue occurred during reprocessing. No further information was provided at the time of the report. The customer owned endoscope was received by pentax medical for evaluation on 18-nov-2020. The endoscope was inspected by pentax medical service under service order (B)(4) and the service repair technician was able to confirm the users experience with stuck accessory in the biopsy inlet t-piece and primary operational channel, they also document the following inspection findings on 19-nov-2020: right/ left brake knob loose, failed wet leak test, lightguide prong cover glass set loose, failed dry leak test, leak at control body, control body cracked from side body cover at proximal end, fluid invasion in control body, fluid invasion not observed in pve connector, control body mild corrosion inside, air/ water socket cylinder o-ring chipped, right/ left brake knob markings faded, insertion tube scratches at stage 1, and distal body chip at channel opening at thinnest part. The device underwent repairs including the following components: o-rings and seals, insertion flex tube w/seg pb-free, distal end assy with tubes, bending rubber, distal joint screw m1, adjusting collar, control body complete pb-free, suction channel lg, air/water supply tube lg, an o-ring (1.8x19.8). Pentax medical model ee-1580k, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2004. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope is awaiting repair and approved by final qc as of 10-dec-2020.